Event description:
It was reported that there was an issue with the with ngen generator remote stop button mid procedure. When they tried coming off ablating, ablation would not stop. They had to press the stop button really hard located in the front of the ngen generator remote multiple times to stop ablating. There was no visible damage to the remote start button.

Manufacturer narrative:
Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 11-jun-2025, noted a correction to the 3500a initial as should have included in the d10. Concomitant medical products and therapy dates section, ¿unk_smart touch bidirectional sf¿. However, additional information was received on 09-jun-2025 providing the product code of this concomitant product of d134805 (thmcl smtch sf bid, tc, d-f). Therefore, processed the d10. Concomitant medical products and therapy dates section to reflect thmcl smtch sf bid, tc, d-f / d134805. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that there was an issue with the with ngen generator remote stop button mid procedure. When they tried coming off ablating, ablation would not stop. They had to press the stop button really hard located in the front of the ngen generator remote multiple times to stop ablating. There was no visible damage to the remote start button. The investigation was completed on 11-jul-2025. Technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for evaluation. It was deemed that the remote monitor was causing the issue. After its replacement, the system worked as intended. No further evaluation on the remote monitor was performed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).